Event description:
User reported inaccurate values from venous flow probe. The values were reported to fluctuate while completely clamped. There was no patient harm.

Manufacturer narrative:
During investigation, sensor failed tests and results were out-of-tolerance. Sensor values were affected by position of cable. The sensor was determined to be beyond economic repair and was disposed.